Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter read inaccurately high. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 4x daily. The patient manages her diabetes with humalog insulin (sliding scale) and lantus insulin (before bed). The alleged issue began on (B)(6) 2012. The patient reported blood glucose results "above 10.0 mmol/l" with the subject meter. The patient's usual/ expected blood glucose reads between "4.0 mmol/l-7.0 mmol/l." The patient reportedly takes one additional unit of insulin for each point over "10.0 mmol/l." On (B)(6) 2012 at 140pm, the patient reported blood glucose results of "11.0 mmol/l" with the subject meter and "9.4 mmol/l" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The calculated difference of these glucose results does not exceed lfs¿s criteria for accuracy. On the morning of (B)(6) 2012, the patient obtained a blood glucose result of "11.0 mmol/l" with the subject meter and administered self an increased dose of insulin (7 units). Around lunch time that same day, the patient claims she felt symptoms of sweating and "troubled eyesight." The patient reportedly obtained a blood glucose result of "1.8 mmol/l" with the subject meter at that time. The patient drank juice as treatment and felt better about 15-20 minutes later. By 545pm that same day, the patient retested on the subject meter and obtained a blood glucose result of "4.7 mmol/l." At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the test strip passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults. The meter met specification and was found to function properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed testing. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.